Manufacturer narrative:
Software investigation and in-field system checkout completed. Possible bumped frame caused the inaccuracies as the system was evaluated in the field and met all specs.

Event description:
A site rep reported an inaccuracy during a spinal case. The site rep said the surgeon was off "2-3mm.. Caudal/cephalic and laterally" during navigation post successful registration. He said the surgeon stopped troubleshooting and continued the surgery without the use of the stealthstation s7 system. There was no impact on pt outcome.